Event description:
It was reported that the patient had their system explanted on (B)(6) 2014. An MRI and examination with the stealth mapping station determined that the patient was not getting therapeutic benefit because the lead was positioned incorrectly/sub optimally. There was a plan for a lead and system revision in the future but there was no date set yet. There were no alleged product issues and the patient was alive with no injury at the time of the report. No outcome was provided for this event. Further follow-up is being conducted to obtain this information. If additional information is received follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v855467, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v688050, implanted: (B)(6) 2013, product type: lead. (B)(4).